Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025 at 1 pm, the patient was hospitalized due to severely elevated blood glucose levels. Upon admission, their blood glucose value was recorded at 500 mg/dl. The patient reported multiple symptoms, including feeling sick and unwell, experiencing flu-like symptoms, headache, and vomiting. These symptoms were consistent with the effects of high blood glucose. The primary reason for hospitalization was identified as high blood glucose levels. During their hospital stay, which lasted more than 24 hours, the patient's treatment involved transitioning from their insulin pump to insulin injections. This incident underscores the serious nature of uncontrolled high blood glucose and the importance of prompt medical intervention in such cases. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.